Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device had been filled with 300ml of an unspecified local anesthetic with an expected therapy time of 60 hours; however, the reporter stated that around the 36 hour mark, the device stopped infusing with 180ml of solution left in the device. Flow had been confirmed from the device prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured august 22, 2016 ¿ august 23, 2016. The device was received for evaluation with approximately 36ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be